Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the patient has been having trouble ever since his surgery. He stated that it always felt loose and he could feel it moving around. Recently while he was laying down, he felt like he could not bend his knee and noticed something pushing on the skin. A couple of days later he couldn't bend and called his surgeon. X-rays were taken at the surgeon's office and it revealed that the screw had backed out and was loose in the pt's knee. The pt is schedule for a revision surgery on (B)(6) 2011.